Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink burr catheter. The handshake connection, sheath, burr and coil were microscopically and visually examined. The annulus of the burr was found to be damaged and not rounded. The damage to the annulus is consistent with damage caused by contact with the rotawire during use. There was blood present inside the sheath. The sheath was inspected and it was found that the sheath was torn/split with coil marks 19cm distal of the strain relief. This damage would have allowed the blood to flow inside the sheath, hence the blood present in the sheath. The damage to the sheath is consist to damage caused by the hemostasis valve being over tightened. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. He investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2018. It was reported that the rotaburr was damaged. The 12mm x 3mm in diameter, 97% stenosed target lesion was located in the moderately tortuous and left anterior descending (lad) artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, it was noted that the rotaburr became damaged at the distance of 20cm from the advancer. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable. However, device analysis revealed that the sheath was torn/split with coil marks 19cm distal of the strain relief.